Event description:
The pt underwent a cardiac catheterization. The physician said the deployment of the axera device went fine. The pt returned two days later with pain and a cold leg. An ultrasound revealed occlusion of the right common femoral artery with collaterals. The pt underwent surgery for repair. Vascular surgery revealed a plaque flap, situated proximal to distal toward the area of entry. It is speculated that the heel dislodged a plaque on the posterior wall when being pulled back. Surgery was successful and the pt was discharged on (B)(6) 2012 and recovered with no further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera access system instructions for use (IFU) was reviewed. Possible adverse effects of vascular access procedure are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, it is unk whether or not the device was not of spec as it cannot be definitively determined. However, the probable root cause, based on available info, is dislodged plaque that created a flap. It cannot be definitively determined as to how the plaque became dislodged, however, it is possible that the plaque was disrupted by manipulation of the device.